Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacture representative regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient had an infection. The device was explanted (B)(6) 2018. The issue has been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ins (serial# (B)(4) was not analyzed due to the event pertaining to a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.